Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for replacement of the atrial and right ventricular leads. The leads exhibited noise, with oversensing noted on the right ventricular lead. The atrial lead was explanted, and the right ventricular lead was capped during the procedure on (B)(6) 2018. The patient was in stable condition following surgery.